Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during changing of the drainage bag on the eds3 the luer lock broke for the 6th time. This did not occur during the first bag change but happened each time between the 2nd and 20th change of the bag. When they changed the bag the screw of the drainage system broke in 2. They had to change the entire system. Since the new version of the external drainage system has been used, the facility feels that there is an increased weakness at the area of the luer lock since this has never happened before.

Manufacturer narrative:
Device identifier: (B)(4). The eds3 drainage system was not returned for evaluation (lost by carrier); however, photos were provided and evaluated: there can be seen a broken leur lock. It is difficult to tell exactly what part of the system it broke from, but there is some sort of breakage that occurred. The complaint can be confirmed. The potential root cause for this failure is ¿material selection¿ or "over-torqueing of the sampling device."

Event description:
N/a.